Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG¿s non-functional) was isolated to the electrode blue and brown wire being pinched in ECG ¿c¿. The root cause for the pinched wire was excessive force. There was no adverse event that resulted from the damaged belt.